Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the smart device that occurred on (B)(6) 2016. Educated patient regarding having multiple devices connected to the bluetooth. Patient was also advised to restart the smart device periodically and to test for loss of connection with the receiver. The patient was unable to further trouble shoot due to being unable to get the receiver. Patient will perform actions taken from steps provided. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 05/27/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.